Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the severely calcified artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon third inflation at 10 atmospheres in 30 seconds. The device was removed using normal method without any problem. The procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.